Event description:
On (B)(6) 2013, the user facility emailed intuitive surgical, inc. (Isi) reporting that a small fragment from a permanent cautery hook instrument had broken off inside a patient and was retrieved during a da vinci hysterectomy procedure. There was no report of a patient injury. On (B)(4) 2013, isi spoke with the initial reporter to obtain additional information. She confirmed that the instrument was inspected prior to use, no instrument collisions occurred prior to the fragment falling into the patient, the fragment was retrieved via an assist laparoscopic port during the same procedure, no x-ray was required to locate the fragment, and the patient did not sustain any injuries.

Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis investigations confirmed that the yaw pulley was broken. The pin that holds the conductor wire cap at the distal end of the instrument was missing. The conductor wire cap moved freely as a result of the breakage. The pin is approximately 0.060 inches in diameter. No other damage was found. The instrument did not cause or contribute to any adverse event; however, this complaint is being reported since a piece of the instrument had broken off into the patient and was retrieved during the da vinci surgical procedure. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.